Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The asset has been changed from the right ventricular lead to the crt-d due to trending. There has been no new additional informaiton or additional adverse patient effects.

Event description:
Boston scientific received information that a remote monitoring system detected low shock impedance measurements on this right ventricular (rv) lead. The patient has not received any shocks since the low impedance alert. The physician elected to not perform any lead troubleshooting and will continue to monitor the issue. No adverse patient effects were reported.